Manufacturer narrative:
The customer alleged additional discrepant results for patients' samples. Some examples were provided. Patient 24: on (B)(6) 2023: initial result: 24.30 ng/l (line 3) 1st rerun result: 29.50 ng/l (line 1) 2nd rerun result: 34.40 ng/l 3rd rerun result: 34.40 ng/l (line 1) patient 25: on (B)(6) 2023: initial result: 22.30 ng/l (line 1) 1st rerun result: 9.66 ng/l (line 1) 2nd rerun result: 6.77 ng/l (line 2) a new sample was then collected and tested. The results obtained: initial result: 52.3 ng/l (line 2) 1st rerun result: 76.80 ng/l (line 1) 2nd rerun result: 18.20 ng/l (line 1) patient 26: on (B)(6) 2023: initial result: 76.70 ng/l (line 1) 1st rerun result: 55.20 ng/l (line 1) 2nd rerun result: 54.60 ng/l (line 2) patient 27: on (B)(6) 2023: initial result: 14.40 ng/l (line 1) 1st repeat result: 17.80 ng/l (line 1) 2nd repeat result: 17.30 ng/l (line 2) it is unclear if the same sample was repeated or a new sample was collected and tested. The results obtained: initial result: 4.22 ng/l (line 1) 1st repeat result: 14.10 ng/l (line 1) 2nd repeat result: 14 ng/l (line 2) patient 28: on (B)(6) 2023: initial result: 11.50 ng/l (line 1) on (B)(6) 2023: 1st rerun result: 6.21 ng/l (line 3) 2nd rerun result: 7.45 ng/l (line 1) patient 29: on (B)(6) 2023: initial result: 17.80 ng/l (line 1) on (B)(6) 2023: 1st rerun result: 25 ng/l (line 1) 2nd rerun result: 29.50 ng/l (line 3) the investigation done by getlog files provided by the customer showed that during the 31-day period of sample data in this getlog (from (B)(6) to (B)(6) 2023), there were 42 discrepant results for tnths test. Those were from samples that had their first and repeated results on cobas e801 analyzer. The e801 camera was not active to help confirm the problem, but based on the number of alarms across the system sample quality appeared to be a problem at the customer's site. The alarm trace was provided for one day (24 hours) and it showed cell blank alarms twice and sample clot alarms twice.

Manufacturer narrative:
The cobas e 801 analytical unit line 1 was with a serial number of (B)(6) . The cobas e 801 analytical unit line 2 was with a serial number of (B)(6) . The cobas e 801 analytical unit line 3 was with a serial number of (B)(6) . The provided data do not indicate a general reagent issue. The field service engineer (fse) checked the reagent nozzles, the prewash nozzles and the sipper nozzles and they were all ok. Cells were replaced and preventive maintenance was recently done. The pump pressure was within specifications. The fse checked the calibration and it was ok. He also checked the qc performance and found discrepant values on a single qc on (B)(6) 2023. The fse found small amounts of debris inside of the sample probe. He cleaned the sample probe. He also noticed cloudy procell in procell syringe. Investigation is ongoing. H3 other text : na.

Event description:
We received an allegation about discrepant results for 23 patients' serum/plasma samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit (line 1) when compared to 2 different cobas e801 analytical units (line 2 and line 3). Patient 1: initial result: 217 ng/l (line 1). The sample was haemolysed but the customer noticed that the raw result was 9 ng/l so he reran the original sample and got the following results: 1st rerun result: 10.8 ng/l (from the original sample and on line 1). 2nd rerun result: 9.84 ng/l (from the original sample and on line 3). 3rd rerun result: 10.1 ng/l (from the original sample and on line 3). A new sample was then collected and tested. The results obtained: initial result: 20 ng/l. 1st rerun result: 13 ng/l. Patient 2: initial result: 23 ng/l (line 1). 1st rerun result: 8 ng/l (from the original sample and on line 1). 2nd rerun result: 12 ng/l (from the original sample and on line 2). 3rd rerun result: 13 ng/l (from the original sample and on line 3). Patient 3: initial result: 16.6 ng/l (line 1). 1st rerun result: 9.36 ng/l (from the original sample and on line 3). Patient 4: initial result: 18.4 ng/l (line 1). 1st rerun result: 19.3 ng/l (from the original sample and on line 1). 2nd rerun result: 7.57 ng/l (from the original sample and on line 3). 3rd rerun result: 8.23 ng/l (from the original sample and on line 2). Patient 5: initial result: 16.7 ng/l (line 1). 1st rerun result: 6.85 ng/l (from the original sample and on line 3). 2nd rerun result: 6.23 ng/l (from the original sample and on line 3). Patient 6: initial result: 16.20 ng/l (line 1). 1st rerun result: 3.37 ng/l (from the original sample and on line 2). 2nd rerun result: < 3 ng/l (from the original sample and on line 3). Patient 7: initial result: 84.6 ng/l (line 1). 1st rerun result: 6.68 ng/l (from the original sample). 2nd rerun result: 5.96 ng/l (from the original sample). A new sample was then collected and tested. The results obtained: initial result: 10.9 ng/l (tested on line 1). 1st rerun result: 4.58 ng/l. 2nd rerun result: 4.83 ng/l. Patient 8: initial result: 16.6 ng/l (line 1). 1st rerun result: 9.36 ng/l (from the original sample). A new sample was then collected and tested. The result obtained: initial result: 11 ng/l. Patient 9: initial result: 18.9 ng/l (line 1). 1st rerun result: 19.3 ng/l (from the original sample). 2nd rerun result: 7.6 ng/l (from the original sample). 3rd rerun result: 8.2 ng/l (from the original sample). A new sample was then collected and tested. The results obtained: initial result: 14.6 ng/l. 1st rerun result: 15.3 ng/l. 2nd rerun result: 25.8 ng/l. 3rd rerun result: 25.7 ng/l. Patient 10: initial result: 17 ng/l (line 1). 1st rerun result: 6.8 ng/l (from the original sample). 2nd rerun result: 6.2 ng/l (from the original sample). A new sample was then collected and tested. The result obtained: initial result: 4 ng/l. Patient 11: initial result: 24.3 ng/l (line 1). 1st rerun result: 11.8 ng/l (from the original sample). 2nd rerun result: 10.6 ng/l (from the original sample). A new sample was then collected and tested. The result obtained: initial result: 8 ng/l. Patient 12: initial result: 142 ng/l (line 1). 1st rerun result: 41.3 ng/l (from the original sample). 2nd rerun result: 42.9 ng/l (from the original sample). Patient 13: initial result: 22.6 ng/l (line 1). 1st rerun result: 7.56 ng/l (from the original sample on line 1). 2nd rerun result: 11.5 ng/l (from the original sample on line 2). 3rd rerun result: 12.8 ng/l (from the original sample on line 3). A new sample was then collected and tested. The results obtained: initial result: 4.67 ng/l. 1st rerun result: 8.16 ng/l. Patient 14: initial result: 6 ng/l (line 1). A new sample was then collected and tested. The results obtained: 1st repeat result: 24.3 ng/l. 2nd rerun result: 16.8 ng/l. 3rd rerun result: 9.98 ng/l. 4th rerun result: 7.99 ng/l. A new sample was then collected and tested. The result obtained: initial result: 7 ng/l. Patient 15: initial result: 13.6 ng/l (line 1). 1st rerun result: 4.48 ng/l (from the original sample). 2nd rerun result: 6.13 ng/l (from the original sample). 3rd rerun result: 23.6 ng/l (from the original sample) a new sample was then collected and tested. The result obtained: initial result: 3 ng/l. Patient 16: initial result: 27.5 ng/l (line 1). 1st rerun result: 18.7 ng/l (from the original sample). 2nd rerun result: 19.1 ng/l (from the original sample). A new sample was then collected and tested. The result obtained: initial result: 11 ng/l. Patient 17: initial result: 25.9 ng/l (line 1). 1st rerun result: 4.23 ng/l (from the original sample). 2nd rerun result: 3.96 ng/l (from the original sample). A new sample was then collected and tested. The result obtained: initial result: 10 ng/l. Patient 18: initial result: 6 ng/l (line 1). A new sample was then collected and tested. The results obtained: initial result: 16 ng/l. 1st rerun result: 13.6 ng/l. 2nd rerun result: 9.0 ng/l. 3rd rerun result: 25.3 ng/l. 4th rerun result: 33.1 ng/l. 5th rerun result: 26.5 ng/l. A new sample was then collected and tested. The result obtained: initial result: 7 ng/l. Patient 19: initial result: 11 ng/l (line 1). A new sample was then collected and tested. The resuls obtained: initial result: 26.1 ng/l. 1st rerun result: 17.8 ng/l. 2nd rerun result: 32.4 ng/l. 3rd rerun result: 29.3 ng/l. Patient 20: initial result: 17 ng/l (line 1). 1st rerun result: 28.3 ng/l (from the original sample). 2nd rerun result: 30.6 ng/l (from the original sample). A new sample was then collected and tested. The results obtained: initial result: 43 ng/l. 1st rerun result: 46 ng/l. Patient 21: initial result: 21 ng/l (line 1). 1st rerun result: 15 ng/l (from the original sample). 2nd rerun result: 11.7 ng/l (from the original sample). A new sample was then collected and tested. The result obtained: initial result: 9 ng/l. Patient 22: initial result: 12.8 ng/l (line 1). 1st rerun result: 3.4 ng/l (from the original sample). A new sample was then collected and tested. The result obtained: initial result: 5 ng/l. Patient 23: initial result: 39.1 ng/l (line 1). 1st repeat result: 30.1 ng/l (from the original sample on line 2). 2nd repeat result: 31.30 ng/l (from the original sample on line 3).

Manufacturer narrative:
The customer alleged discrepant results for 1 patient's sample tested for tnths. Patient 30 was tested on (B)(6) 2023: initial result: 4.02 ng/l. Repeat result: 7.27 ng/l. The investigation revealed that there was a layer of dust throughout the analyzer. An experiment was conducted and it proved that the dust in the environment could cause erroneously high results in magnitude to what has been reported from the patient samples. The root cause was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.